Event description:
It was reported that this 840 ventilator generated a background checks graphical user interface (gui) diagnostic message. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the pb840 ventilator generated a bac kground checks graphical user interface (gui) diagnostic message. One pb840 ventilator was evaluated. The service personnel (sp) inspected the ventilator and confirmed the reported issue. Sp checked and found failure in background check tests and isolated the fault to the breath delivery (bd) central processing unit (cpu) printed circuit board assembly (pcba). To solve the issue, sp replaced the bd cpu pcba. The device passed all required tests and calibrations per manufacturer specifications at the time of service and was returned to the customer. One bd cpu pcba was returned to medtronic for further analysis. The returned part was attached to a test ventilator and failed the power on self test (post) with all light emitting diodes (leds) in the bd led array illuminated. The fault was isolated to the microprocessor, component u27. The reported issue was confirmed. The analysis concluded that the component u27 of the microprocessor in the returned bd cpu pcba was faulty. The cause of the event was isolated to the faulty bd cpu pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.